Manufacturer narrative:
The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information from a representative of the patient (the patient's wife), that the patient died on april 8, 2025, due to parkinson's disease. The patient was using the device for sleep apnea. The reporter states there was no malfunction of the device. The reporter further stated at the time of the patient's death, he was using a resmed device and mask. It is unclear, at this time, when the dreamstation auto CPAP device returned by the customer's wife had last been used. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on the conclusions reached and documented in ER 2242138, dreamstation 1 platform voc hhe and er2245262, dreamstation 1 platform particulate hhe, the harms parkinsons disease and death are assessed as unrelated. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. The dreamstation device was returned to a third-party service center for evaluation. Upon visual inspection, foam particles were found inside the blower kit. Additionally, unrelated to the reportable malfunction, the technician observed dust contamination. The device was scrapped.